Event description:
Per incident report, equipment is a battery charger for heartware hvad lvad. Pt states the second charger slot from the left is not charging any batteries. Pt was seen in clinic yesterday (B)(6) and charge was assessed by lvad rn. Multiple batteries were tried on the charger slot and none charged. When unit is plugged in and powered up, all lights display green on all charging stations. Slot number 2 remains amber/orange and battery does not charge. Charging slot on right (above hw logo) charges battery but displays no status lights. Sn: (B)(4) issued to pt on (B)(6) 2018.